Event description:
Per the clinic, the patient has experienced a progressive deterioration in hearing to the extent that he is no longer deriving benefit from the baha attract system. It also reported that the patient experienced soft tissue complication/infection, however, site of infection not confirmed. Subsequently, the internal magnet was explanted on (B)(6), 2026. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: the previous or initial MDR submitted on february 24, 2026, was filed inadvertently. No infection/soft tissue complication has occurred. Per the clinic, the patient was placed under general anesthesia on (B)(6) 2026, for the explant surgery. The patient was reimplanted with another device during the same surgery.